Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered their correction factor as 1:1 instead of 1:100. Customer's blood glucose (bg) level was approximately 100 mg/dl. Upon follow-up, tandem technical support assisted customer in correcting the setting and customer successfully resumed insulin therapy.